Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 6atm. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and there was no problem with patient's condition post procedure.